Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through observation at power-up of the device, but could not reproduce it during evaluation. Evaluation determined the cause to be a seized motor. The failed motor assembly was replaced..

Event description:
It was reported that a spectrum pump alarmed system error 105 in the cardiology care area. It was also reported that there was no patient injury.